Event description:
Healthcare professional reported for right side "confirmed case of anaplastic large cell lymphoma" and "seroma". Histopathological markers confirming alcl have not been received. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: "confirmed case of alcl" and seroma. Histopathological markers not reported.